Manufacturer narrative:
The device involved in this incident was reported as available for eval, but has not been received. Without the actual prod, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the catheter may have been nicked or damaged during use, causing it to break upon removal. The directions for use (dfu) contains a warning "do not suture through catheter to avoid catheter breakage during removal." I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief sys. It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter broke off outside pt. Md stated breakage was due to the way catheter was removed and not prod failure.